Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Laboratory analysis summary the device related to the reported events deflation was received on october 07, 2025 with catalog number cui390cc based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed two openings assessed as fold flaw opening and unidentified (tear) opening. As per the investigation procedure, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.